Manufacturer narrative:
Product in complaint will not be returned. Therefore, physical investigation cannot be performed. A supplemental report will be filed if the product in complaint is returned and investigation has been completed.

Event description:
It was reported that the autopulse platform displayed the following user advisory (ua) messages: ua 45 (not at "home" position after power-on/restart), ua 18 (max motor on time exceeded during active operation), ua 2 (compression tracking error) and ua 8 (motor controller fault detected). The ua's would appear sporadically, however, the ua 8 is more consistent. No adverse patient sequelae was reported. No further information was provided.